Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2. Reference MFR report: 1627487-2012-05842. The pt had three leads (two from the same lot). It was reported the pt was no longer receiving adequate coverage. Allegedly, one of the leads had migrated. As a result, the lead was repositioned and coverage was regained post-op.